Event description:
It was reported that during the implant procedure, the pulse generator exhibited a stripped atrial setscrew. The lead was not used and a new lead was implanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).